Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 136 connecta plus3 red experienced a discolored blister pack which was noted prior to use. The following information was provided by the initial reporter: after the operating room was opened, it was found to have stains.

Event description:
It was reported that 136 connect a plus3 red experienced a discolored blister pack which was noted prior to use. The following information was provided by the initial reporter: after the operating room was opened, it was found to have stains.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number: 8243762. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is excess silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. H3 other text : see section h.10.